Event description:
Customer reported receiving an elevated patient blood lead test result. Customer reported the same patient blood sample was tested on two leadcare ii analyzers resulting in different values. Customer reported level 1 and level 2 controls on leadcare ii analyzer wlc19453 were within the target range according to package insert instructions: level 1 = 11.7 ug/dl (target range = 8.8-14.8 ug/dl) and level 2 = 30.1 ug/dl (target range = 27.1-35.9 ug/dl). Customer reported level 1 and level 2 controls on leadcare ii analyzer wlc03032 were within the target range according to package insert instructions: level 1 = 12.4 ug/ dl (target range = 8.8-14.8 ug/dl) and level 2 = 27.7 ug/dl (target range = 27.1-35.9 ug/dl). Customer reporting receiving an elevated leadcare ii patient blood lead test result of 3.3 ug/dl using leadcare ii analyzer with serial number wlc19453. The customer stated the same treatment reagent (tr) tube was tested on another leadcare ii analyzer with serial number wlc03032. The patient blood lead test result was 4.4 ug/dl on the second leadcare ii analyzer. The customer reported the patient would not receive confirmatory testing. Customer questioned the difference in values between the two leadcare ii analyzers using the same sample. The customer confirmed they do not use third party micro-collection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. During troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. Ts did not identify any instructions not followed. Ts instructed the customer review the cdc recommendations for capillary blood lead collection with staff. Ts provided the cdc capillary collection video and the link to the leadcare ii product literature. Ts reviewed the precision section of the package insert instructions with the customer. The customer reported to be satisfied with assistance provided by ts.